Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding assembly involving an exeter stem and exeter introducer was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported device was not returned for evaluation. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. The device was not returned for evaluation and the event could not be confirmed.

Event description:
The sales rep, has reported on behalf of the customer that an exeter stem collar would allegedly not fix on to the introducer.

Event description:
The sales rep, has reported on behalf of the customer that an exeter stem collar would allegedly not fix on to the introducer.